Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4).. During follow-up communication, the customer informed livanova (B)(4) that the issue was resolved and no service was needed. The user discovered during troubleshooting that the cardioplegia cable in the base was not correctly seated.. The user re-seated the cable to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As an investigation was not performed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : issue resolved by customer.

Event description:
Livanova (B)(4) received a report that the display of the s5 system pump did not show the cardioplegia data as expected during a procedure. The customer switched several displays but was not able to resolve the issue. There was no report of patient injury.